Event description:
It was reported that a patient death occurred. During use of a 1.25mm rotalink plus the physician observed an unusual noise. It was reported that the patient experienced a vessel perforation and subsequent death.

Event description:
It was reported that a patient death occurred. During use of a 1.25mm rotalink plus the physician observed an unusual noise. It was reported that the patient experienced a vessel perforation and subsequent death. It was further reported that the device was running at 180,000 rpms when the event occurred and saline was used as normal. Perforation occurred in the left main artery. There was no device fracture. Device evaluated by MFR: the advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The coil is stretched. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device. Saline is used in the clinical setting to cool and lubricate the moving parts and prevents a melted ultem, ensuring the functional use of the device.